Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger. (B)(4).

Event description:
Additional information stated, the patient came in to a clinic to meet their manufacturer representative and their implantable neurostimulator (ins) was overdischarged. It was reported, the patient did not have their recharger with them so the patient was in the process of setting up a follow-up appointment to bring their ins out of an overdischarged state.

Event description:
It was reported that the stimulation worked "sporadically" ever since she had a spinal fusion. It was later reported that the patient was seeing her physician the following week. It was indicated that the patient had not used her stimulation in "1 -2 months." Additional information was requested but not available at the time of this report.

Event description:
Upon further review, it was reported that ever since the patient had spinal fusion surgery the implantable neurostimulator (ins) was working sporadically.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the information regarding overdischarge did not apply to this event and applied to the event reported in MFR. Report #3004209178-2013-07092.

Manufacturer narrative:
(B)(4).